Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient experienced palpitation, fluctuating blood pressure and heart rate. It was suspected to be software cybersecurity issue. No intervention was performed. The patient's status was unknown.